Event description:
It was reported that the ilet user¿s teflon infusion set dislodged from the applicator while unwinding the tubing, prompting insertion of a new infusion site with agent guidance, after which the user filled the line and resumed insulin delivery. No reported symptoms or adverse clinical effects. Outcomes included restoration of insulin delivery without alarms. Investigation included customer troubleshooting and education. Investigation of this case revealed an infusion set deployment issue associated with the infusion set component and handling during setup, with no device alarms or cartridge involvement. It was concluded, based on previously established findings for similar reports, that the cause was user handling during infusion set deployment.